Event description:
It was reported the patient received the following results within 15 minutes: 414 mg/dl, 148 mg/dl, 163 mg/dl and 241 mg/dl.

Manufacturer narrative:
Device was received in a condition which made analysis impossible. Customer returned an empty test strip vial.